Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unspecified antibiotics for two days (route, medication, dosage, and frequency not reported) for the peritonitis event. Upon return of laboratory data, antibiotic therapy was switched to different antibiotics (route, medication, dosage, frequency, and duration not reported) for treatment of the peritonitis event. Dianeal therapy was ongoing. The patient is recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.